Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and sciatica ("paralyzing sciatica and was hospitalized") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020, she experienced sciatica (seriousness criterion hospitalisation). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), genital haemorrhage ("occurrence of large hemorrhages"), fatigue ("fatigue"), device expulsion ("essure which was partly in the uterus. (A quarter)/ one implant had completely migrated into the uterus"), shoulder pain ("shoulder pain"), neck pain ("cervical pain"), burning sensation ("burning sensation"), arthromyalgia ("muscle, joint and musculoskeletal pain"), dizziness ("dizziness"), tachycardia ("tachycardia"), tooth loss ("tooth loss"), tinnitus ("tinnitus (with right ear hearing aid)"), apnoea ("moderate apnea (with mandibular orthosis)"), headache ("headaches"), vision blurred ("blurred vision "), intervertebral disc protrusion ("herniated disc l4 l5"), oesophageal discomfort ("esophageal discomfort (mucus"), depression ("depressive state (anxiety)"), chest pain ("thoracic pain"), memory impairment ("memory problem"), speech disorder ("speech problem"), gastrointestinal disorder ("gastric problems") and impaired work ability ("inability to work") and was found to have weight decreased ("weight loss"). The patient was treated with oxycontin (oxycodone hydrochloride), cortisone, laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), miorel [baclofen] and tilcotil (tenoxicam) as well as surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for pelvic pain, sciatica, fibromyalgia, genital haemorrhage, fatigue, device expulsion, burning sensation, arthralgia, dizziness, tachycardia, tooth loss, tinnitus, apnoea, weight decreased, headache, vision blurred, intervertebral disc protrusion, oesophageal discomfort, depression, chest pain, memory impairment, speech disorder, gastrointestinal disorder and impaired work ability were unknown. The reporter considered apnoea, shoulder pain, arthromyalgia, burning sensation, chest pain, depression, device expulsion, dizziness, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, impaired work ability, intervertebral disc protrusion, memory impairment, neck pain, oesophageal discomfort, pelvic pain, sciatica, speech disorder, tachycardia, tinnitus, tooth loss, vision blurred and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): an essure which was partly in the uterus. (A quarter). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: nullification: upon receipt of follow up information this report #(B)(4) will be deleted in bayer safety database, all information was transferred to duplicate record #(B)(4) which will be retained. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and sciatica ("paralyzing sciatica and was hospitalized") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she experienced sciatica (seriousness criterion hospitalisation). At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), genital haemorrhage ("occurrence of large hemorrhages"), fatigue ("fatigue"), device expulsion ("essure which was partly in the uterus. (A quarter)/ one implant had completely migrated into the uterus"), shoulder pain ("shoulder pain"), neck pain ("cervical pain"), burning sensation ("burning sensation"), arthromyalgia ("muscle, joint and musculoskeletal pain"), dizziness ("dizziness"), tachycardia ("tachycardia"), tooth loss ("tooth loss"), tinnitus ("tinnitus (with right ear hearing aid)"), apnoea ("moderate apnea (with mandibular orthosis)"), headache ("headaches"), vision blurred ("blurred vision "), intervertebral disc protrusion ("herniated disc l4 l5"), oesophageal discomfort ("esophageal discomfort (mucus"), depression ("depressive state (anxiety)"), chest pain ("thoracic pain"), memory impairment ("memory problem"), speech disorder ("speech problem"), gastrointestinal disorder ("gastric problems") and impaired work ability ("inability to work") and was found to have weight decreased ("weight loss"). The patient was treated with oxycontin (oxycodone hydrochloride), cortisone, laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), miorel [baclofen] and tilcotil (tenoxicam) as well as surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for pelvic pain, sciatica, fibromyalgia, genital haemorrhage, fatigue, device expulsion, burning sensation, arthralgia, dizziness, tachycardia, tooth loss, tinnitus, apnoea, weight decreased, headache, vision blurred, intervertebral disc protrusion, oesophageal discomfort, depression, chest pain, memory impairment, speech disorder, gastrointestinal disorder and impaired work ability were unknown. Essure was removed in (B)(6) 2021. The reporter considered apnoea, shoulder pain, arthromyalgia, burning sensation, chest pain, depression, device expulsion, dizziness, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, impaired work ability, intervertebral disc protrusion, memory impairment, neck pain, oesophageal discomfort, pelvic pain, sciatica, speech disorder, tachycardia, tinnitus, tooth loss, vision blurred and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): an essure which was partly in the uterus. (A quarter) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and sciatica ("paralyzing sciatica and was hospitalized") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she experienced sciatica (seriousness criterion hospitalisation). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), genital haemorrhage ("occurrence of large hemorrhages"), fatigue ("fatigue"), device expulsion ("essure which was partly in the uterus. (A quarter)/ one implant had completely migrated into the uterus"), shoulder pain ("shoulder pain"), neck pain ("cervical pain"), burning sensation ("burning sensation"), arthromyalgia ("muscle, joint and musculoskeletal pain"), dizziness ("dizziness"), tachycardia ("tachycardia"), tooth loss ("tooth loss"), tinnitus ("tinnitus (with right ear hearing aid)"), apnoea ("moderate apnea (with mandibular orthosis)"), headache ("headaches"), vision blurred ("blurred vision "), intervertebral disc protrusion ("herniated disc l4 l5"), oesophageal discomfort ("esophageal discomfort (mucus"), anxiety ("depressive state (anxiety)"), chest pain ("thoracic pain"), memory impairment ("memory problem"), speech disorder ("speech problem"), gastrointestinal disorder ("gastric problems") and impaired work ability ("inability to work") and was found to have weight decreased ("weight loss"). The patient was treated with oxycontin (oxycodone hydrochloride), cortisone, laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), miorel [baclofen] and tilcotil (tenoxicam) as well as surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for pelvic pain, sciatica, fibromyalgia, genital haemorrhage, fatigue, device expulsion, burning sensation, arthralgia, dizziness, tachycardia, tooth loss, tinnitus, apnoea, weight decreased, headache, vision blurred, intervertebral disc protrusion, oesophageal discomfort, anxiety, chest pain, memory impairment, speech disorder, gastrointestinal disorder and impaired work ability were unknown. The reporter considered anxiety, apnoea, shoulder pain, arthromyalgia, burning sensation, chest pain, device expulsion, dizziness, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, impaired work ability, intervertebral disc protrusion, memory impairment, neck pain, oesophageal discomfort, pelvic pain, sciatica, speech disorder, tachycardia, tinnitus, tooth loss, vision blurred and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): an essure which was partly in the uterus. (A quarter). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.